Event description:
It was reported that the right ventricular lead exhibited oversensing due to noise. The lead was capped and replaced. The patient will continue with normal follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.